Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 30 degree endoscope plus image was flickering. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and found to have a broken or detached piece in a location that could potentially fall into the patient. The endoscope was visually inspected and found with mechanical damage to the scopes distal tip. The complaint regarding a flickering image was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling.